Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. A cracked display window, cracked case near the display window corner, broken battery tube threads, a cracked reservoir tube lip, a cracked case near the reservoir window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a button error alarm on the insulin pump. Customer's blood glucose level was 168 mg/dl. Customer stated that she called last week about her daughter's pump. Customer stated that the pump is cracked on the battery compartment and it is hard for the battery to stay down. Customer reported that the pump is missing a piece of plastic and the battery compartment is broken at the threads. Customer was advised that the pump will need to be replaced. No additional information provided.